Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called from registered number and mentioned they were "trying to get clarification." Pt said they had noticed in september 2020 that their spinal cord stimulator(scs) was "not doing the job." Pt said they "found out the 2 out of 6 leads were sending a very weak signal." Pt said they had "not recharged the scs from that day forward." Pt said hcp had offered to replace scs, but pt did not want a replacement scs. Now, pt needed an MRI of their neck and feet with additional surgery possible on the neck and feet. Pt said they had "picked a real bad hcp to do this" and the "nurse knows less about the scs than the pt did." Pt said the hcp said they could not have an MRI. Patient services specialist reviewed overdischarge with the pt and reviewed MRI guidelines. Pt said they would follow up with their hcp. Pt said they would need 2 people to get into MRI mode because they could not see the screen of the pt programmer because the the placement of the implanted neurostimulator(ins). Pt was redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was trying to get a clear understanding of what takes place/occurs with the ins unit when it's put in MRI mode. Pss reviewed MRI guidelines and that ins stimulation would be shut off when MRI mode is activating. Pss verified with pt this is a proof the ins is not transmitting. Pt want to know what the protocol was if their battery was completely dead & unrecoverable. Pss reviewed over discharge state with the pt. Pt commented they had went through the process of trying to jumpstart the ins with a rep over (B)(6) weekend. Pt said the rep had told them if they tried the process so many times and it was unsuccessful then the ins would more than likely not be able to be "programmed". Pt said they had tried probably 20 times explaining rep had given them instructions to perform at home to try to jumpstart ins without the presence of the rep. Rep had told pt that if they met with pt in an office it could take 3-4 hours to do the same process pt could do themselves. Pss advised pt to reach out to hcp for assistance with od ins. The patient mentioned the unit was failing them. Additional information was received from the manufacturer representative (rep). The patient reported the same information. He does not want to charge the ins because he stated it does not help his pain. He would not let the rep explain, the process and kept saying medtronic needs to make this right or he would get a lawyer involved but this was not his issue. The rep told him it was since he let his ins discharge and does not want to charge it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead failure with poor connectivity. The hcp was unsure of the functionality of the ins at the lead site. The hcp said there was a loss of stim. The symptoms were found on (B)(6) 2019, but the ins wasn't interrogated until (B)(6) 2020 when the issue was found. There were no known factors that led to the issue and the cause was unknown. Impedances were > 40k ohms on contacts 2 and 7. The other contacts were between 31k-32k. The device was programmed on contacts 5, 6, and 7. Programs were tried other than 2 and 7, but the patient was not finding anything on programs 5, 6, and 7. Replacement is scheduled for (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called from number registered repeating information documented in this case regarding only 2 "leads" functioning and hcp recommending replacement. Pt said they didn't know if they wanted to go through with the replacement, and wanted to think about it, and in the meantime pt let the ins die and pt had not charged since sometime in 2020. Pt said they now needed an MRI of their feet and neck and was wondering if they could have one. Pt had not tried to use the external equipment since they last charged in 2020. Pss redirected to hcp to address eligibility as ins was possibly in overdischarge due to how long it had been since pt charged. Pss reviewed eligibility form and restarting ins options for the MRI. Pt mentioned the hcp office said pt couldn't have an MRI, but pt would check with them again. Pt didn't think they had the right pp model for MRI mode (and didn't have pp with them), but pss reviewed with pt's ins model, they should have the 97740 pp, which would allow pt to access MRI mode once ins was charged again.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275; serial#: (B)(4); implanted: (B)(6) 2018; product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a routine exam with their health care professional around the beginning of (B)(6) 2020, and the health care professional discovered that only two leads (electrodes) of the 8 are working, and that the patient will need a full replacement. The patient alleged that the leads and implantable neurostimulator have failed in his body. The patient stated that the health care professional does not know why, but advised that the patient have the current implantable neurostimulator system taken out, and a new system placed. The patient stated that the leads are dead, and not functioning whatsoever. With using the implantable neurostimulator with one program targeting the two leads (electrodes) he can crank the stimulation up as high as it can go, and he won't feel it working. The implantable neurostimulator functioned for two years. The patient was not certain if he would have a system replacement.